Event description:
During follow-up, the device was unable to be interrogated. The device was explanted to resolve the event and the patient was in stable condition.

Event description:
The patient went into the hospital with an av block or the loss of pacing output and the device was unable to respond to the magnet during interrogation.

Manufacturer narrative:
The reported event of loss of telemetry was confirmed. The device was received with no output and no telemetry. After cutting-open the device, high battery current was observed. High current was then isolated to the xena integrated circuit. Loss of output and telemetry is consistent with a defective xena integrated circuit.